Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow-up, the pulse generator displayed a message that stated -diagnostics cleared due to invalid data-. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.